Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient sustaining an electrical shock from the system controller and the controller's screen not working was not confirmed. It was reported that the system controller (serial number: (B)(6)) was exchanged; however, the controller would not be returned for evaluation. No photos were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿ and the heartmate 3 instructions for use (IFU) section ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. Additionally, it is suggested that patients use battery power the heartmate patient handbook and the heartmate 3 IFU section 3 ¿ ¿powering the system¿ explains that to avoid the risk of electric shock, the mobile power unit (mpu) must be plugged into a properly-tested ac electrical outlet that is dedicated to mpu use. Do not use portable, multiple outlet (power strip) adaptors or extension cables. Additionally, it is suggested that patients use battery power instead of the mpu when not sleeping or relaxing to reduce the risk of system damage from high levels of static electricity. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 IFU under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient sustained an electrical shock from their system controller. The controller's screen was also not working. The controller was exchanged. The site requested that the new controller have (B)(6) software installed.